Event description:
Pt was undergoing anesthesia in preparation for surgery. The vaporizer was not in use and in the "off" position. The alarm on the vaporizer sounded and the anesthesiologist filled the vaporizer with suprane to stop the alarm. Within a matter of mins the anesthesiologist noticed the pt's blood pressure was dropping. He immediately checked all settings and noticed the vaporizer was not full. He checked the "off" connection and heard a "click". He disconnected the vaporizer from the machine and the pt's blood pressure corrected, without pt injury.